Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, sic rose up to 222. High-rate non-sustained episodes with evidence of lead noise and oversensing were also noted. Analysis of the device memory indicated a lead impedance out of range alert. Right ventricular (rv) pacing lead integrity warning occurred (B)(6) 2014 for sic greater than thirty in three days and for high rate nst episodes.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d384trg, ICD, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) occurred. The rv lead had noise and was oversensing. The lead programming was changed and the rv lead remains in use. No patient complications have been reported as a result of this event.